Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had a 5.0 supporting a patient when there were suction alarms due to low pump flow. The pump remained on for support and was troubleshot. In addition, the patient had episode of ventricular tachycardia and coded, was shocked 7 times. Untimely care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.